Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) exhibited questionable oversensing, thought to be related to an abandoned lead.